Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving morphine via an implanted pump. The indication for pump use was non-malignant pain. On (B)(6) 2018 the patient¿s wife was requesting physician listings as they had moved to another state and the patient was having difficulty locating a pump managing physician. The patient wanted to be seen as soon as possible as he did not feel like the medication was working since the pump was implanted on (B)(6) 2018. The dose was increased once since implant, but the patient thought it was too strong and it was turned back down. He was not getting much pain relief at all since implant and he was having troubles sleeping. The patient¿s prior physician was going to change the medication in the pump but did not want too because the patient was moving. The patient wanted to be seen by a physician before his refill in (B)(6). On 12-apr-2018, additional information was received from the patient¿s wife who reported that the patient had found a new pump managing physician and had an appointment scheduled for the (B)(6) 2018. On 24-apr-2018, additional information was received from the healthcare provider who reported that in clarification of the patient¿s lack of effect since implant was the patient¿s pump was flipping. The actions and interventions taken to resolve the issue was noted as he needs to be ¿revised¿. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial#: (B)(4), implanted: (B)(6) 2018, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare professional via manufacturer representative. It was reported that the doctor performed a pocket revision, realized the pump had flipped in the pocket and twisted the catheter, and decided to replace the catheter. He then pushed saline through the catheter access port and noticed fluid leaking around the catheter connector, so decided to replace the pump as well. The customer refused device return. The issue was resolved and the patient status was "alive - no injury" at the time of this report. The patient was receiving dilaudid at a concentration of 0.5 mg/ml and a dose of 0.05 mg/day. No further complications were reported.